Manufacturer narrative:
Date rec'd by MFR: 02aug2019. Failure investigation was completed. The central processing unit (cpu) printed circuit board assembly (pcba) was received for evaluation. Further investigation could not reproduce the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25april2019. The service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced the central processing unit (cpu) board and the ventilator passed all testing.

Event description:
It was reported that the ventilator backup alarm failed error code. No patient involvement. Event date not specified, estimate used.